Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02839, 1627487-2019-08586, 1627487-2019-08587, 3006705815-2019-02887. It was reported that the patient developed an infection at the lead site and ipg site. The patient was administered antibiotics and a PICC line was used. Patient had seizure after an adverse response to medication. Patient was hospitalized and surgery occurred to explant the system.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.